Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) (B)(4) alleging the meter displayed inaccurately high readings on her onetouch ultra mini meter compared to a laboratory device. The following complaint was classified based on the customer service representative (csr) documentation and a review of the complaint by a senior csr and a senior safety officer. The csr was advised by the patient that on (B)(6) 2019, her meter allegedly began to read inaccurately high. She stated that on (B)(6) 2019, she obtained an inaccurate high blood glucose result of ¿6.1 mmol/l¿ on the lifescan meter compared to a blood glucose result of ¿4.8 mmol/l¿ on the laboratory device. The tests were performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan ¿s criteria for accuracy. The patient stated that she is (B)(6) and currently doesn't take any medications to manage her diabetes. She explained that because of the alleged inaccurately high readings, she has been eating less and that ¿her doctor said the baby is too small¿. The patient did not report receiving any treatment in response to the alleged product issue. At the time of troubleshooting, the csr determined that an approved sample site was used, and that the unit of measure was set correctly at time of testing. The csr also confirmed that the patient followed the correct testing procedure. The csr noted that the test strips had been stored correctly, were within expiry and that the test strip vial was not cracked or broken. Replacement products have been sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury adverse event. The patient did not develop signs/symptoms suggestive of a serious injury, nor did she receive medical intervention for an acute blood glucose excursion. However, this complaint is being reported as a malfunction because the calculated difference between the reported results falls outside lfs¿ accuracy criteria and the alleged inaccuracy was not resolved during troubleshooting.